Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the lead integrity alert (lia) triggered due to an increased sensing integrity counter (sic) and a one day occurrence of high impedance. A fracture was suspected. The rv lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.